Manufacturer narrative:
Eval summary - the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. There was not enough info provided from the account to properly complete an investigation. Add'l info was requested on 01/26/2012 and 02/03/2012. The surgeon is unable to provide add'l info. (B)(4).

Event description:
A surgeon reported a pt with residual cylinder following intraocular lens (iol) implant surgery. After f/u attempts, the surgeon stated he is unable to provide add'l info regarding the event.